Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the nozzle and image snowflake. Based on the results of the investigation, it was not possible to determine the cause of the foreign material remaining in the device. The event "image snowflake" was likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that the colonovideoscope had no image. The issue occurred during a diagnostic colonoscopy procedure that was completed using a backup device. There were no reports of patient harm.